Manufacturer narrative:
No product has been returned for evaluation. Culture results have been requested. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per reporter, the patient was exhibiting wound seepage. At this time the cause and nature of the infection is unknown.